Manufacturer narrative:
Additional information: it was reported that the amount of inaccuracy was 2 millimeters. The issue occured while in a functional endoscopic sinus surgery (fess) procedure. Site continued with the case. There was a delay of 10 minutes. Site had to trace multiple times due to inaccuracy. No known impact on patient outcome. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age/date of birth and weight, unavailable from site. A manufacturer representative went to the site to test the navigation system. At the time of the system checkout the system was performing as intended. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system seemed to show the instruments more anterior of their physical location. "We had a successful registration and noticed the accuracy was off. We then re registered and had another successful registration. Both were under the 2.0 threshold."

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was determined to be inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.